Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device did not suspend when his blood glucose was low. Customer's blood glucose was unknown. Customer was taken to the hospital by the ems due to low blood glucose. Customer was unconscious. Customer will not be returning the device for analysis.